Event description:
After a rotator cuff rapair procedure, the patient developed alopecia areata on the back of their head. The surgeon commented that the hair loss patch might have formed because the headset pad is hard and with the use of disposable face mask, the back of the head was pressed hard against the headset pad.